Manufacturer narrative:
Batch review performed on 12 january 2022. Lot 2007567: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 1901510. Batch review performed on 12 january 2022. Lot 1901510: (B)(4) items manufactured and released on 08-jul-2019. Expiration date: 2024-jun-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs manager. Delayed infection in cemented tha, 1 year after first revision surgery. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
At 1 year after the primary surgery, the surgeon revised the liner and head due to infection. Double mobility implanted. The patient previously underwent revision surgery 3 days after the primary surgery due to periprosthetic fracture caused by a trauma. Only stem revised.